Event description:
As reported by the user facility: crna inserted an epidural catheter for patient's vaginal delivery. When removing the catheter, nurse observed that the tip of the catheter was missing, and the end was irregular. Nurse that removed catheter indicated there was no resistance during removal. The b. Braun catheter was compared to others, and it was determined to be 2.25 inches shorter than the other unused catheters. The patient was x-rayed, and nothing was found. Patient was not symptomatic. Patient was discharged the next day. The ob provider reached out to a neurosurgeon. The neurosurgeon recommended additional radiological views (4 cervical views; sacral, l-s, ap lateral view) of the patient. The patient had additional xrays of her thoracic spine, skull, cervical spine and sacrum/coccyx area and no foreign body was found.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.